Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 45-year-old patient was implanted on (B)(6) 2019 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2020 the patient presented with a dehiscent wound at the lumpectomy site held together with steri-strip. In the last day of radiological treatment the patient experienced breakthrough of the biozorb scaffold to the overlying skin so the medical office instructed the patient to go to the emergency room and have it removed. On (B)(6) 2021 patient reported having no pain, no arm edema or no shortness of breath. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.